Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, prior to full deployment, the physician retracted the stent by pushing the outer sheath back to the distal tip of the delivery system. Subsequently, the outer sheath became stuck. The stent was removed from the patient partially deployed on the delivery system. The patient was weak; therefore, the procedure was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block g2 report source has been corrected. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure post-sedation. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual inspection revealed the stent was fully deployed and expanded. No damage was noted on the device. Product analysis could not confirm the reported event of stent partially deployed as the stent was returned fully deployed and expanded. The investigation concluded that the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities reported during the assembly process. Therefore, a review and analysis of all available information indicate the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure post-sedation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, prior to full deployment, the physician retracted the stent by pushing the outer sheath back to the distal tip of the delivery system. Subsequently, the outer sheath became stuck. The stent was removed from the patient partially deployed on the delivery system. The patient was weak; therefore, the procedure was not completed. No patient complications were reported as a result of this event.